Event description:
It was reported that the patient experienced phrenic nerve stimulation due to lead dislodgement. The lead was explanted and replaced. The phrenic nerve stimulation continued after the new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.